Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a "system error 2240" alarm that occurred during drain 2/4 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp's transfer set came unscrewed from the hp's catheter. Tsc assisted hp in ending treatment early and advised hp to setup with new supplies to complete therapy. Per rn, no patient injury or medical intervention was associated with this incident.